Event description:
It was reported that the infusion pump was involved in an overdelivery of heparin. Approx 5 hrs after a new 250 ml bag of heparin was hung, only 50 ml remained in the solution container. The pt's ptt level was elevated, however observation was the only intervention and the levels did return to normal without complication.